Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing and was not capturing or sensing p-waves. The physician suspected the lead was either fractured or had an insulation breach but the lack of capture and p-waves may have been attributed to a maze procedure the patient underwent. The lead was capped and replaced. The physician was unable to determine thresholds on the new ra lead due to no sensing of p-waves and the patients complete heart block. The physician thought he was able to see p-waves on the atrial egm and used that information to assess capture. However, the physician was cautioned that the information was unreliable due to atrial sensitivity being below a certain level. The new ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068-58 lead, implanted (B)(6) 2001; 690r30 annuloplasty ring, implanted (B)(6) 2013. (B)(4).